Manufacturer narrative:
On (B)(6) 2017, the customer reportedly, was "doing better" and met with their healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 242 mg/dl and the ketone level was small. A correction bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed an no device issue was identified. The customer did not remove the infusion set site to confirm if the cannula was damaged.